Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that on the day of the call, the patient was only seeing the sync screen on her programmer. She changed the alkaline batteries and her programmer connected to her ins and she was able to make changes and that issue was resolved. Additionally, it was reported that the patient had experienced a sudden or gradual change in therapy/symptoms. The patient noted that since (B)(6) 2017 (patient stated the past couple of nights), she has had to get up 3-4 times per night. It was further reviewed that the patient could feel stimulation and therapy was on. She was on program 3 at 7.2 and she increased to 8.3. The patient stated she had never tried another program, so the patient was walked through program and change to 4 and she still could feel stimulation at 2.5. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.